Manufacturer narrative:
Concomitant products: 693558 lead, implanted: (B)(6) 2016.

Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD)system was explanted. During explant of the atrial lead, the distal electrode broke off and is encapsulated in the right atrium. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.